Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple item ids in different formats appeared in the same drawer. A technical support specialist advised user to have the director of nursing (don) come over and perform a cycle count by item for all medication items displayed on the screen. To ensure that each cubie had its own unique item ID and accurate quantity. After the call and the completion of the cycle counts, checked the cabinet transactions and confirmed that a purchase orders for medication had successfully crossed over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, wrong item dosage form was prompted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.